Manufacturer narrative:
(B)(4). Not available.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. During reposition procedure, the stylet could not be inserted in the chronic lead. The lead was capped and replaced successfully. The patient was asymptomatic.